Manufacturer narrative:
Additional product code: dzl. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, patient underwent for a removal surgery on (B)(6) 2020. During the surgery, when the surgeon removed the screw, the screw found damaged. The patient had an implant surgery on (B)(6) 2019. The removal surgery was completed successfully without delay. There was patient consequence reported. Concomitant device reported: unk - screwdrivers (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) . Ti matrix midface screw self-drilling 5mm. This is report 1 of 1 for (B)(4).

Event description:
Updated event description: concomitant devices reported: unk,screwdrivers (part# unknown; lot# unknown; quantity: unknown), unk, screws: trauma (part# unknown; lot#: unknown; quantity: 6, unk plate (part#: unknown; lot#: unknown; quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation site: cq zuchwil selected flow: damage. Visual inspection: the visual inspection of the screw ø1.5 self-drill l5 has shown that the cross recess head is strongly deformed as well as an quarter of the cross recess is broken off. Further evaluation has shown that the tip, the first threaded flank is minor deformed. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Drawing/specification review: as the lot number is unknown we are not able to research the device history record and the manufacturing documents. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Summary: the complaint is rated as confirmed for this screw ø1.5 self-drill l5 . The investigation has shown that the cross recess head is strongly deformed as well as an quarter of the cross recess is broken off. Further evaluation has shown that the tip, the first threaded flank is minor deformed. The root cause for this broken screw head can not be clearly determined we have to assume that there was a technical complication during removal. The cross section of the broken surface shows no irregularities; therefore we have to assume that too much mechanical force well beyond its calculated design has been applied during removal, which resulted in the breakage of the screw head. As the lot number is unknown we are not able to research the device history record and the manufacturing documents. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.